Manufacturer narrative:
Programmer: model 37743, serial # (B)(4), recharger: model 37752, serial # (B)(4), lead: model 3778-60, serial #(B)(4), implanted: (B)(6) 2010, explanted: unknown. Lead: model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown. Extension: model 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown. Extension: model 3708140, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown.

Event description:
Additional information from the patient health care provider (hcp) showed the cause of the por could not be determined. The patient was successfully reprogrammed on (B)(6) 2011. The outcome of the event was reported as "recovered without sequela."

Event description:
It was reported that the patient was unable to adjust the stimulation and a power on reset condition reported. The device was not reported to have been over discharged. The patient was able to recharge the device, the device was three-fourths full with good coupling reported. Patient was able to synchronize the programmer and able to adjust the stimulation as needed. Additional information has been requested, but was not available as of the date of this report.